Event description:
The facility reports the patient was placed in the both. While lowering the door, the strut came off. The door fell, hitting the patient on the top of the left arm. The patient suffered bruises on the left arm.